Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is estimated that a communication failure occurred due to a cable failure and the image was not displayed. The cause of the cable failure could not be surmised. The event can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported issue was confirmed, there was no camera image present. The no image issue was isolated to a defective/break in the cable unit. However, there was no defect to the connector/connection. The investigation is ongoing. Therefore, the root cause cannot be determined at thi time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer high-definition camera head is having connection issues, ¿unable to connect -no image¿. The customer reported issue was found during reprocessing and the customer confirmed there was no death, injury or harm to a patient or other.